Manufacturer narrative:
Approximate age of device - 3 years 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had gastrointestinal (gi) bleeding. The patient had a drop in hemoglobin on (B)(6) 2018. The patient refused admission and was transfused on (B)(6) 2018 as outpatient with packed red blood cells. Warfarin, aspirin and plavix were discontinued. The patient had ongoing melena and was admitted to the hospital on (B)(6)2018 with a hemoglobin of 6.7 g/dl. The patient was transfused with packed red blood cells and treated with ddavp and octreotide infusion. The patient refused gi scope or intervention. As of 06nov2018, the patient was stated to be stable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: as of (B)(6) 2018, the patient was stable on tamoxifen 20 mg bid, no anticoagulation, and no antiplatelet regimen.